Event description:
It was reported that during an intramedullary femoral rodding procedure a 3.2 x 450 mm k-wire was used to facilitate the insertion of a screw. Upon removal of the k-wire, it was noted that the tip of the k-wire had broken off in the bone. C-arm was used for the case and a small fragment which appeared to be the tip was visualized. Md stated that he would not be able to retrieve the small fragment without causing further co-morbidities. The fragment was said to measure 3.2 x 8 mm.

Manufacturer narrative:
Device will not be returned. Once the investigation has been completed, any additional information will be reported in a supplemental report.